Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked case near display window corners, severely scratched display window, scratched keypad overlay, and scratched case around drive support end cap noted. (B)(4).

Event description:
Customer's father reported via phone call that customer had physical damage of insulin pump. It was reported that customer crashed his bike causing insulin pump to be severely scratched at display screen and damage to casing around drive support cap. Customer's blood glucose was 190 mg/dl. Caller was advised that insulin pump would need to be replaced.